Manufacturer narrative:
The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis / root cause - the returned unit is soiled and disassembled. The presence of a proud weld has been identified. The unit was assembled with a new sleeve and successfully passed functional testing. Perforator disassembly issues are being investigated/corrected via a corrective and preventative action (CAPA). A manufacturing weld issue has been identified.

Event description:
N/a.

Event description:
A facility reported "a perforator came apart and did not stop on time, and it ended up in the sinus. The surgeon had to leaver it out with instruments." No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.